Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the proximal end of the crimped stent were damaged, distorted & lifted upwards from the stent profile. The proximal edge shows evidence of distal movement which it likely to have caused the damage present. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.50mm x 28mm promus premier stent was advanced to the lesion. During fluoroscopy, it was noted that the stent looked "funny" so the device was removed. It was found out that the stent was damaged. The procedure was completed using another of the same device. No patient complications were reported and the patient is doing well.

Manufacturer narrative:
Device is a combination product.   (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.50mm x 28mm promus premier¿ stent was advanced to the lesion. During fluoroscopy, it was noted that the stent looked "funny" so the device was removed. It was found out that the stent was damaged. The procedure was completed using another of the same device. No patient complications were reported and the patient is doing well.